Manufacturer narrative:
Supplemental created to -delete expiration date from and manufacture date.

Event description:
It was reported that a nurse reported that the bifuse disconnected. The customer confirmed no patient involvement.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that a nurse reported that the bifuse disconnected. Customer confirmed no patient involvement.